Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a motor position encoder error. The customer¿s blood glucose level was 97 mg/dl at the time of the incident. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields. The customer reported that the insulin pump had a motor position encoder error. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The correct information has been provided with this report.

Manufacturer narrative:
Findings: pump passed the rewind, idle current, run current, self test, off no power,basic occlusion, prime and displacement tests. Pump received with stuckmotor error alarm loop during bolus delivery. The motor was testedoutside of the device and passed. The motor may have had an intermittentfailure that was not detected during our testing. Unable to confirm e70alarm due to erased history file. Unable to perform a21 error test, occlusion test, excessive no delivery test due to motor error alarm. Pump had crackedreservoir tube lip.